Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned for evaluation to date. The investigation is currently underway.

Event description:
It was reported that a pta balloon was difficult to remove from the sheath. Upon removal, a break was observed at the balloon/catheter joint; however, there was not a complete detachment, as the two components were connected by the inner hypotubing. There was no report of patient injury.